Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 9. Instructions for use b. Health care professional instructions 7. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with unspecified juvéderm® the needle popped off the syringe and stayed in the patient's cheek while the product went on the patient's skin. Patient contact was made. No injury to patient or staff. The packaged needle was used.